Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported they were in the emergency room because they had an infection from the device. They reported they were given and antibiotic. Additional information was received. The patient stated their programmer changed itself to program 7, it was later reported that the device changed itself to program 7. Contributing factors were unknown. It was reported the issue was not resolved at the time of the report. No further complications were reported or anticipated.